Manufacturer narrative:
The reported failure "temp error" occurred when trying to start treatment on a pediatric patient via rotaflow (immediately after priming). According to the email from the ssu japan dated on 2020-10-01 the device is still under investigation at the service office. Up to this point, the reported failure has not been confirmed. The next step will be, offering the board replacement as preventive action with an estimate. If the customer doesn¿t accept it, the device will be returned to them as is. If the part is replaced and required further investigation, the complaint will be updated. Based on the given information the reported failure could not be evaluated and therefore the failure could not be confirmed. Therefore a most probable root cause could not be determined. Thus this complaint will be closed and in case significant information becomes available the complaint will be reopen and necessary steps will be initiated. The reported failure "temp error" occurred when trying to start treatment on a pediatric patient via rotaflow (immediately after priming) and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that an "temp" error occurred when trying to start treatment on a pediatric patient via rotaflow (immediately after priming). When the power turned off and on again, the error disappeared, so it can be used as is for patient treatment. Just in case, bring a replacement rf. No harm to any person was reported. Complaint ID: (B)(4).